Event description:
It was reported by the rep that the (1) cdh 21 was used during a gastric bypass procedure. It was reported that the device was used to create the gastrojejunostomy procedure. It was reported that after the instrument was fired the anvil of the stapler got caught up on the tissue while removing. The anterior portion of the anastomosis was torn and the lumen was incomplete. The surgeon had to hand sew the faulty anastomosis to reinforce the lumen.